Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device was implanted successfully, but the delivery catheter with the detached shaft was discarded on site. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. H6 evaluation codes type of investigation b18 refers to the delivery catheter with the detached shaft which was discarded on site, as the device was implanted successfully. An imaging evaluation is being conducted. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient underwent endovascular treatment for an unknown application in the superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). It was stated that during removal of the delivery catheter, after implantation of the device, the distal shaft detached from the delivery catheter, although there was no calcification and tortuous anatomy in the sfa. The detached shaft could be removed without any complications. There was no report of patient harm. The delivery catheter and the detached shaft were discarded at the facility.